Event description:
This is a report of a patient who passed away coincident with automated peritoneal dialysis (apd) therapy. The cause of death was reported to be due to myocardial infarction. It was reported that the patient was hospitalized for an unrelated indication and eventually passed away. Treatment for the event was not reported. The patient was performing continuous ambulatory peritoneal dialysis during this hospitalization. On an unreported date in the same month of hospitalization, the patient was transferred to a different hospital and was switched to automated peritoneal dialysis therapy. Eleven days after hospitalization, the patient passed away while being transported to an outside facility for testing. The patient was not connected to the homechoice at the time of death. It was not reported if an autopsy was performed. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The lot number and expiration date was corrected to na (previously reported as ni). The serial number was corrected to ni (previously reported as na). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation, therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.